Event description:
A us distributor returned a monitor and reported monitor delivered a monophasic pulse.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers monophasic pulse) was isolated to an open r781 driven ground resistor on the computer/analog board. Also, there was contamination on k2 on the ca board, causing fault. The root cause for the open resistor could not be positively identified. The root cause for the contaminated k2 was an ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.